Manufacturer narrative:
A.1.- a.5. Patient information was not provided. D4: serial number was not provided and will be reported in an additional report when made available with its UDI number. H4: since no serial number was provided, manufacturing date is not available and will be reported in an additional report when made available. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an essenz roller pump 85 which was found to be inoperable, and an error message was displayed onto the unit. The event occurred during procedure. There was no report of any patient injury.